Event description:
We received a report that the trailing haptic ''fell off'' after implanting a tecnis za90030200 intraocular lens (iol). The incision was enlarged to remove the iol. No other complications were reported, such as a vitrectomy. Patient is reported to be doing fine.

Manufacturer narrative:
(B)(4) - enlarged incision.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification revealed a lens without a haptic (detached). The other haptic was distorted. The detached haptic was not found in the returned package. Also, residues of what appear to be hardened ovd, (ophthalmic viscosurgical device) was observed on the lens. The returned lens did not meet visual inspection criteria. The haptic damaged /detached complaint type was verified on the returned lens. However, the lens defects are compatible with a lens that has been removed. There is the possibility of iol (intraocular lens) was not loaded correctly in cartridge, user not following folding instructions given under cartridge directions for use, user damaged haptic during iol (intraocular lens) handling. There is no indication that the failure was related to manufacturing process. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. All pertinent information available to the manufacturer has been submitted. Placeholder .